Manufacturer narrative:
A review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. A specific cause for the device occlusion could not be established with the available information, including imaging evaluation. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2025, the patient underwent endovascular treatment of a zone 5 descending thoracoabdominal aortic aneurysm. During the index procedure, a gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) was used in the right renal artery. During the procedure, the vbx device in the right renal artery was deployed approximately 1 cm higher than usual. The vbx device was subsequently relined with a cook zilver stent, extending midway within the renal artery portal and proximally above the aortic origin. On (B)(6) 2026, the patient underwent a reintervention due to occlusion of the right renal artery. During this procedure, the right renal artery was successfully re-cannulated, followed by thrombectomy and balloon angioplasty.